Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 239 mg/dl. The customer has been experiencing low blood glucose for just a few minutes. The customer removed insulin pump as soon as felt blood glucose is getting lower. The patient was treated with food. The customer not able to perform test in the insulin pump alarm e70. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per health care provider instructions. The customer was advised that the insulin pump will need to replaced. The insulin pump will be replaced due to e70 alarm.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery and alarm confirm in alarm history screen. The motor was tested outside the insulin pump and passed. Motor may have had an intermittent failure not detected during out testing. The insulin pump was unable to complete testing including occlusion test, prime test, and excessive no delivery alarm test due to motor error alarm. The insulin pump was received with cracked reservoir tube lip.